Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that they were getting greater than 10,000 ohms on both leads when testing impedances on the new ins. The rep had looked through reference electrodes. The rep later reported that they tested both leads with a wireless external neurostimulator (wens) and one lead tested out of range for all contacts with the wens and the ins. The rep reported that the healthcare provider (hcp) inserted both leads into the ins and instructed the rep to use the lead with normal impedance reading. The rep noted that the patient and surgeon didn¿t have any idea when the lead may have stopped working as the patient hadn¿t been using the previous ins for a couple of years. The plan was to utilize one lead while leaving both leads in place. No further complications were reported.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that they tested the lead multiple times in the new battery and a wens; high impedances each time. The impedances did not resolve. Programming was done on the one lead that still worked. Cause not determined.